Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ('abdominal bloating') in a 45-year-old female patient who had essure (batch no. D60137, e71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2019, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and muscle disorder ("muscle disorders"). The patient was treated with surgery (bilateral salpingectomy for removal of essure by laparoscopy with hysteroscopy diagnosis). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal distension, asthenia and muscle disorder was resolving. The reporter considered abdominal distension, asthenia and muscle disorder to be unrelated to essure. The reporter commented: removal was done at patient's request. Mild or moderate improvement 6 or more months following removal. Reporter considered events unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Additional lot number e71800. Lot number: d60137 production date 2015-01-30 expiration date 2018-01-28. Lot number: e71800 production date 2015-11-19 expiration date 2018-11-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a physician and describes the occurrence of abdominal distension ('abdominal bloating') in a (B)(6) female patient who had essure (batch no. D60137/e71800) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. In 2019, the patient experienced abdominal distension (seriousness criteria medically significant and intervention required), asthenia ("asthenia") and muscle disorder ("muscle disorders"). The patient was treated with surgery (bilateral salpingectomy for removal of essure by laparoscopy with hysteroscopy diagnosis). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal distension, asthenia and muscle disorder was resolving. The reporter considered abdominal distension, asthenia and muscle disorder to be unrelated to essure. The reporter commented: removal was done at patient's request. Mild or moderate improvement 6 or more months following removal. Reporter considered events unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Additional lot number e71800. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.